Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys hcg+ss results for two patient samples tested on a cobas 6000 e 601 module. The initial results were reported to the patients. Patient 1 had an initial result of (B)(6) miu/ml with a repeat result of (B)(6) miu/ml. Patient 2 had an initial result of (B)(6) miu/ml with a repeat result of (B)(6) miu/ml. The reagent lot number is 58457903 with an expiration date of 31-mar-2023.

Manufacturer narrative:
The field service engineer (fse) inspected the module and found a broken titanium needle. He then replaced this part. He also replaced the measuring cells. He conducted an assay performance check with successful results. Performed. He also performed qc with successful results. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.  The cause of the event could not be determined.